Event description:
This study investigated the vascular healing comparation in high bleeding risk patients after 3 months of implantation related according to the intravascular imaging using oct and coronary angioscopy. A couple of stents were discussed, including everolimus eluting stent (ees), xience. The study conclude that predictors of complications of coronary artery disease are associated with advance age, male sex, atrial fibrillation, renal dysfunction and were been treated with prolonged oral anticoagulation. Although some complications were noted with all stent devices discussed, the complications specifically for the ees are the frequency of uncovered struts, malapposed struts, in stent mural thrombi, minor bleeding, and target lesion revascularization. The study concluded that in general, patients demonstrated good vascular healing without clinical events during 3 months of follow up. Specific patient information is documented as unknown. Details are listed in the attached article, titled [vascular healing in high-bleeding-risk patients at 3-month after everolimus-eluting stent versus biolimus a9-coated stent implantation: insights from analysis of optical coherence tomography and coronary angioscopy]. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient-device incompatibility (wall apposition) could not be determined. The reported patient effects of hemorrhage, ischemia, stenosis, thrombosis, and occlusion, and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage, stenosis, ischemia, thrombosis, and occlusion are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. The subsequent treatment(s) of unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI number is not known as the part and lot number were not provided. Literature: article title "vascular healing in high-bleeding-risk patients at 3-month after everolimus-eluting stent versus biolimus a9-coated stent implantation: insights from analysis of optical coherence tomography and coronary angioscopy."